Event description:
IV catheter shredded upon insertion. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte-n autoguard (per site reporter). Waiting for their response.